Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 11am on (B)(6) 2016. At this time the patient obtained blood glucose readings of ¿hi, hi and hi¿ (over 600mg/dl) with the subject meter greater than 20 minutes apart. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. 45 minutes after the alleged product issue occurred the patient developed the symptom of ¿shaky¿. The patient denied receiving any form of treatment as a result of this symptom, however. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other and the test strips being used had expired. The patient¿s products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, and the test strips being used had expired the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.